Event description:
A system alarm occurred during rinseback of the patient's blood for a routine hemodialysis treatment. The operator cycled the power per user guide instructions and then received a power failure warning and contacted technical support for further assistance. Clotting of the circuit was noted while awaiting assistance, preventing a complete rinseback of the patient's blood, resulting in an estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
The exact cause of the system alarm is unknown and will continue to be monitored as part of the routine complaint process. Occasional alarms during routine dialysis treatments are expected. The user's guide provides adequate steps for resetting system alarms. The user's guide also states that risk of clotting increases, when the blood pump is stopped and instructs to return the blood if the alarm cannot be resolved promptly. The reported blood loss has been viewed with the facility and additional training was provided. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.